Event description:
It was reported that when using the bd pyxis¿ es server, a transaction involved the dispense of one unit of hydromorphone (dilaudid) 2 mg (1ml) injection (med ID: (B)(4)) occurred. The adc failed to register that transaction, which caused the system to revert to the previous count. Since the count was not being updated, a discrepancy was noted when the subsequent user removed the item. They requested a diagnostic assessment to determine the root cause of that issue and to identify the necessary corrective measures. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the false discrepancy transaction a technical support specialist (tss) identified a discrepancy error in the reports. The incident appears to have been caused by a temporary out-of-synchronization condition or connectivity delay. At this time, the system was functioning normally, and no further issues have been observed. The customer confirmed that the issue has been resolved from the customer end. The system functioned as intended after the technical support specialist investigated the device.